Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 59 mg/dl and a low glucose alert, after announcing two lunch meals when glucose was trending down around 74 mg/dl; education was provided to announce meals when closer to the target of 120 mg/dl, and the event was categorized as cause unclear. Investigation included customer interview and troubleshooting with user education on appropriate meal announcement timing. Investigation of this case revealed user-driven dosing inputs during a downward glucose trend as the most plausible contributor, with no device malfunction reported or observed. Symptoms included feeling unwell consistent with hypoglycemia. Outcomes included stabilization of blood glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.